Event description:
It was reported that during use of intra aortic balloon, the balloon ruptured and blood entered into the console. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, g2, g3, g6, h2, h6 (health effect ¿ clinical code, medical device ¿ problem code), h11. Corrected fields - d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1 event site mail, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field is d10, e1 event site name and address, e3. Due to character limits in e1 additional initial reporter name is (B)(6). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a leak or balloon rupture can occur due to one or more of the following probable causes iab leak an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result in the following: 1 user not following instructions per IFU or mishandling or misuse of device. 2 membrane folding resistance. 3 patient related factors, such as an plaque abrasion. 4 off label use.